Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field, the associated device logs and provided images. Two images were received for evaluation. The two images depicted various error messages on a screen. The different error messages stated, "warning: system non-recoverable error; surgeon console control disabled. Use the bedside assistant control to remove the instruments and stop using the system.", "warning: loss of communication with the surgeon console. Check the data cable or restart the console using the red ac power switch. Touch dismiss to confirm.", "danger: backup battery charge low; surgeon console control disabled. Use the bedside assistant control to remove the instruments and stop using the system." And "arm 3: new arm detected. Ensure the arm is not over the patient and that no instrument or port is connected. Touch calibrate when ready.". Review of the field service notes indicated that a viz2 cable was found to be disconnected from the visualization computer. The cable was reconnected and restart testing was repeated, but the issue could not be reproduced. The system was verified to be operating normally. The logs were analyzed and multiple transient system and communication events were identified. Further evaluation of the logs indicated that an error code for 'battery charge error - manual mode only' was noted. The uninterruptible power supply (ups) battery was not completely charged upon startup. Evaluation of the tower 240v confirmed the reported condition. The investigation identified that the most likely cause could be traced to a ups failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively when pressing the pulsing blue button on the tower to startup the system, the screen remained black and the system did not power on. After a few minutes, the start-up specialist (sus) shut down the tower manually with the uninterrupted power system (ups). Upon starting the tower again, the system started up normally but the ups threw a red "batteries discharged" error on the operating room team interface (orti). The batteries completed charging, but the red error could not be discarded on the system and the alarm continued to beep. The system was shut down once more from the tower via the ups without unplugging the tower cables. The lower ups was turned on. After booting up again, the system dropped a "non-recoverable error" on the orti. The system was unplugged from the wall and rebooted manually with the ups again. After the fourth startup, the system functioned properly and they were able to continue with the surgery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively when pressing the pulsing blue button on the tower to startup the system, the screen remained black and the system did not power on. After a few minutes, the start-up specialist (sus) shut down the tower manually with the uninterrupted power system (ups). Upon starting the tower again, the system started up normally but the ups threw a red "batteries discharged" error on the operating room team interface (orti). The batteries completed charging, but the red error could not be discarded on the system and the alarm continued to beep. The system was shut down once more from the tower via the ups without unplugging the tower cables. The lower ups was turned on. After booting up again, the system dropped a "non-recoverable error" on the orti. The system was unplugged from the wall and rebooted manually with the ups again. After the fourth startup, the system functioned properly and they were able to continue with the surgery. There was no patient involvement.